Event description:
As reported by our edward affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve via transfemoral approach, balloon aortic valvuloplasty (bav) was performed, and upon review, it was decided to proceed with a 29mm valve with 6 mls extra in the balloon. The valve was initially stable for a few minutes but subsequently embolized into the left ventricle (lv). The patient became hypotensive, and a worsening of the ar was also noted. The patient was stabilized successfully and was then taken to surgery. The patient was stable after surgery. Per report, this is a 31-year-old patient with type 1 bicuspid r-l fusion with a severely calcified raphe with decompensated liver and renal disease, and his liver enzymes and kidney function markers were grossly elevated, with no surgical valve replacement possibilities. As per medical opinion, the root cause of the event is related to the size of the annulus, it was too large.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, inaccurate measurement of the landing zone, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, movement of the delivery system by the operator, and a narrow sinotubular junction in aortic position. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e., minimal leaflet calcification), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (size of annulus) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.